Event description:
It was reported that a surgical intervention was performed due to instability. At time of revision surgery it was discovered the bcs insert post had broken.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.